Event description:
It was reported the patient wanted the scs system removed. Follow-up revealed the procedure occurred on (B)(6) 2013. The reason for the explant was due to ineffective pain relief in addition to a need for a MRI for other health issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.